Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The endoscope was analyzed and failure analysis investigations confirmed but did not replicate the customer-reported complaint. The endoscope was visually inspected and was found to have damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. An additional observation not reported by the site was also identified. The endoscope shaft's circularity was tested using a go-no-go gauge and failed. The gauge failed to slide smoothly down scope's shaft due to damage found at tip and/or shaft.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the endoscope image was displayed only sporadically. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified before the start of the procedure, before anesthesia. Ports were not placed at the time of issue. The procedure was performed with a reserve endoscope.